Manufacturer narrative:
Failure analysis confirmed the insulin pump had a no button response due to corroded keypad traces. No button error alarms noted and no moisture damage found on electronics assembly. Analysis was unable to test bolus anomaly due to no button response. The insulin pump had a broken belt clip slot, scratched lcd window and missing end cap sticker.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 57 mg/dl. Wife stated the insulin pump was exposed to moisture; perspiration. She stated there was moisture behind the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.